Manufacturer narrative:
(B)(4). The pump was received with occlusion during rewind due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected flow blocked alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated that insulin did exit from tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.